Manufacturer narrative:
Regarding infection, the instructions for use state, ¿if an infection develops, treat the infection aggressively. Consideration should be given regarding the need to remove the mesh. An unresolved infection, however, may require removal of the prosthesis.¿ no lot number has been provided; therefore no DHR review and related manufacturing process reviews could be performed. The complainant has indicated that he would be providing additional information at a later date. Based on the limited information provided at this time, we are unable to determine to what extent, if any, the bard device may have caused or contributed to the events as alleged. If additional information is provided, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was alleged that in 2008 the patient underwent the implant of a bard kugel hernia patch. As reported following implant the patient became ill from the mesh. It is reported that the patient developed an infection and sepsis and required additional medical treatment and surgery.

Manufacturer narrative:
This is an addendum to the initial MDR to update to include life-threatening as it is alleged that the patient developed sepsis.